Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery now alarm. The alarm occurred less than 10 hours from the low battery warning. The customer's blood glucose level was 187 mg/dl. They inserted a new battery. The alarm recurred. The device will not be returned for analysis.